Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
As reported, this acumen iq sensor provided lower blood pressure values (around 97/57 mmhg) on the hemosphere monitor compared to the ones shown by the bedside monitor (around 116/68 mmhg). After several tests and replacing cables, both monitors, hemosphere module and pressure cable input ports, the discrepancy persisted. As per customer's assessment, the correct values were the ones displayed by the bedside monitor. There was no error message or alarm displayed. There was no patient treatment based on the values considered inaccurate nor patient injury.

Manufacturer narrative:
Added information to section b3, h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The device was received for evaluation. The report of lower pressure values was confirmed. Acumen iq sensor zeroed but did not sense pressure accurately on a hemosphere monitor. Electrical testing showed that both input impedance and output impedance met specification. Zero-offset also met specification for acumen iq. Sensor chip was found damaged near the edge. Damage disrupted the trace of #5 circuit. No visible damage/defect was observed at solder joints, acumen iq cable connector, and cable of acumen iq. Dpt sensor zeroed and sensed pressure accurately on a pressure monitor. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It was determined that this issue is related to the supplier process; therefore, the supplier has been notified in order to perform an investigation to avoid the recurrence of this issue. During the manufacturing process there are controls related to the related malfunction.